Event description:
During a laparoscopic cystectomy, when dr. (B)(6) applied the clips onto the vessels, the clips did not form well and were shaped as a figure 8.when was the problem noticed: during-procedure *patient involvement? Yes. Patient injury? No patient information: n/a what is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information received via email. Can you confirm that product is available and will be returned for evaluation. Yes, the products have already been returned. What is the UDI of the device? N/a. What was done to correct the condition? Dr. (B)(6) changed it to an open surgery and sealed the cystic duct using open instruments. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? No. If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? No. If yes, did any additional blood loss resulting from this product problem require a blood transfusion?

Event description:
According to reporter, during a laparoscopic cystectomy, the clips did not form well when applied onto the vessels. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices.the instruments were received partially applied with twelve remaining clips each. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.